Event description:
It was reported that t:slim x2 pump battery did not charge properly and that charging connection was unstable. No information was provided regarding any impact to the customer¿s blood glucose level. Customer tried multiple wall adapters and charging cables without success, and technical support arranged shipment of replacement charging cable, wall adapter, and replacement pump. Customer had no backup insulin therapy and was advised to contact healthcare provider.